Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had hyperglycemia. The blood glucose during time of event was 22.8 mmol/l. Customer had reported pump was water damaged. Customer can hear fluid when shaking the pump. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated fluid was under the lcd. Troubleshooting was performed. No harm requiring medical intervention was reported. No further patient complications were reported. The device will not be returned for analysis.